Event description:
It was reported that while a onsite for another issue, customer made getinge field service engineer (fse) aware that the cardiosave intra-aortic balloon pump (iabp) doppler tether does not retract while it is extended. There was no patient involvement, thus no adverse event reported.

Manufacturer narrative:
A supplemental report will be submitted when the evaluation is completed. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Manufacturer narrative:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit doppler tether does not retract while it is extended. Getinge field service engineer (fse) evaluated the unit that the tether for the doppler would not retract. I confirmed the issue. Replaced tether assembly (d997-00-0596)and tested. Unit passed all calibration, functional and safety tests performed. There was no patient involvement. Unit was returned to customer and cleared for clinical use.